Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges cancer. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This record was reviewed by the pms clinical expert as serious injury due to patient's attorney reporting allegation of cancer (unspecified). No other clinical information or medical interventions were reported. In this report, section h - type of reported complaint, health impact code , evaluation method, evaluation results ,component code and conclusion code has been updated.